Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 12, 2014 - may 13, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume infusor infused with a ¿slow flow rate¿. This malfunction was observed after infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.